Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leaks. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pulsed field ablation for persistent atrial fibrillation procedure, a blood leak occurred from the valve of the sheath. The non-abbott device (versacross wire) was used to go transseptal. Transseptal access was achieved without issues. Shortly after going transseptal, bleed back through the valve of the sheath was observed. The non-abbott device (farawave nav catheter) was in the left atrium when this issue occurred. The blood leak did not seem to occur when the catheter was not inserted into the patient. The sheath was exchanged for a non-abbott device (faradrive sheath) and the procedure was completed with no adverse consequences to the patient.